Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were hard to press and would not always respond. Customer's blood glucose was 182 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. The insulin pump was received with minor scratches on display window.